Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 44 mg/dl then customer ate and it went high to 500 mg/dl. The customer declined troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer stated that the insulin pump was exposed to moisture. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.